Event description:
A male pt underwent a therapeutic ehcp with placement of a biliary stent. During the procedure to place the biliary wallstent the catheter broke. The metal stent was deployed. The clinician was unable to retrieve the distal tip of the catheter. X-ray confirmed the presence of the tip. The clinician reports that the pt has not sustained any complications as a result of this event.